Event description:
On 6/4, surgeon implanted a consensus hip system consisting of a acetabular cup, insert, screws and femoral head. The surgeon used a 28mm acetabular insert but used a 32mm femoral head. This mistake was discovered after the surgery. The pt implant records showed that the device(s) were correctly labeled. Five days later, a revision surgery was performed; the 32mm head was replaced with the correct 28mm head. There have been no pt health issues reported subsequent to the successful revision surgery.